Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaws were stuck and were not possible to open it prior the procedure. Another device was used to finish the surgery. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device had been used. The reported condition was not confirmed. The investigation found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was recognized when plugged into the generator. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.